Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flushing pump's green lamp became orange, and it became unable to be used. There were no reports of patient harm.

Event description:
It was reported that the flushing pump's green lamp became orange and it became unable to be used. The issue was occurred during a therapeutic hemostasis procedure. Procedure was completed with a similar device. There were no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could conclusively identified. Based on the results of the investigation it is likely the following led to the malfunction, that " flushing pump not working. And it is caused by component failures of adapter plate. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.